Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and minor scratches on the lcd window. The pump was received with a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer's blood glucose was unknown.